Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use and is currently functioning as programmed. No further patient complications have been reported as a result of this event.